Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device is being evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
Baxter (B)(4) reported a flogard infusion pump with "air." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "air" was confirmed during device evaluation. The root cause was due to the air in line sensors being out of calibration. The air in line sensors were recalibrated to resolve the reported condition.